Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnoses: kyphosis acquired. Osteoporosis. History of craniopharyngioma. For which, patient underwent following procedures: posterior spinal fusion with segmental instrumentation t2 through t10. Image-guided surgery. Smith-petersen osteotomies, t6-7 and t7-8. T5 vertebral column resection. Insertion of structural intervertebral device. Application gardner-wells tongs. Patient is with a history of a t5 fracture and a marked progressive symptomatic kyphotic deformity. Per op notes, t5 disk space was identified. Initially, a 13 x 30 mm high mesh cage was selected and this had to be trimmed back about 8-9 mm. This was then filled with local bone and a bone morphogenic protein (bmp) sponge. This was then seated into place at that t5 defect level. This was done from the right side. The local bone plus 60 ml of allograft bone along with the remaining 5 sponges from the large bmp kit were used to perform the posterior fusion. At t10, 6.5 x 45 mm screws were placed bilaterally patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(6)

Event description:
It was reported that on (B)(6) 2009 the patient underwent 1) posterior spinal fusion with segmental instrumentation t2 through t10. 2) image guided surgery. 3) smith-peterson ostomies, t6-7 and t7-8. 4) t5 vertebral column resection. 5) insertion of structural intervertebral device. 6) application gardner-well tongs. Preoperative diagnosis: 1) kyphosis acquired. 2) ostreoporosis. 3) history of craniopharyngioma. Per op notes: once the 3d images were obtained, then navigation was used to place pedicle screws. Pedicle screws were placed in the following fashion. These were multiaxial titanium screws from the 5.5mm diameter rod system of the legacy instrumentation system at t10, 6.5x45mm screws were placed bilaterally; t9, 5.5x45mm bilaterally; t8, 5.5x45mm bilaterally; t7, 5.5x40 bilaterally; t6 5.5x40 bilaterally; t5 the pedicle screws were cannulated, but no screws were placed. At this point attention was addressed to the t5 level. The t5 disc space was identified and cleaned up. Some portion of the inferior aspect of t4 was resected due to the significantly aberrant anatomy. Initially, a 13x30mm high mesh cage was selected and this had to be trimmed back about 8-9mm. This was then filled with local bone and a bmp sponge. When the posterior elements were decorticated. The local bone plus 60ml of allograft bone along with the remaining 5 sponges from the large bmp kit were used to perform the posterior fusion.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2009, plaintiff was admitted to the hospital, where her surgeons, performed a posterior approach spine fusion surgery on the thoracic region of her spine from vertebrae t2 to t10 using rhbmp-2/acs. The patient's post-operative period included massive pleural effusions, progressive kyphotic deformity, and severe back pain that required extensive treatment to stabilize. On (B)(6) 2009, the patient underwent a posterior revision surgery to extend and augment her fusion from t9 to t12. During the revision surgery, rhbmp-2/acs was used. A CT scan performed (B)(6) 2011 revealed severe neural foraminal narrowing at the levels of implant. A CT scan performed (B)(6) 2013 noted vertebroplasty changes and hyperdense material in the bodies of the vertebrae at the levels of implant. The patient continues to experience severe and unrelenting back and lower extremity pain. She also has trouble breathing. She has fallen on a number of occasions as a result of the pain and weakness. The patient is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries.